Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter read inaccurately low compared to his feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began the morning of (B)(6) 2014. At an unspecified date/time, the patient obtained blood glucose readings of ¿109, 110, 111 mg/dl¿ with the subject meter. The patient manages his diabetes with oral medication (metformin, 500 mg; januvia, 100 mg; actos, 100 mg), diet, and exercise and stated that he continued with his usual daily dosage of medication in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient claimed, 3 days after the alleged issue occurred, he developed symptoms of ¿dizziness and blurred vision¿. The patient denied receiving any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.